Event description:
It was reported that the air sensor and dso seal were unattached and falling off. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected: d3 - mfg establishment name. One device was returned for analysis. Visual inspection found a detached (dso) downstream occlusion seal, air detector and buckled (uso)upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a insufficient adhesive. The downstream/upstream occlusion seal were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.